Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg records for the device verified that the lot met all pre-release specifications.

Event description:
On (B)(6) 2010, a (B)(6) female pt was implanted with a gore hybrid vascular graft in an av access application. The procedure was performed in the left upperarm from the brachial artery to the axillary vein. It was reported to gore that on (B)(6) 2010, the pt presented with brachial artery arterial steal syndrome. A banding procedure was performed.